Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was shattered because the customer fell off his bike. The customer's blood glucose level was approximately 600 mg/dl with trace ketones and was addressed with manual injections. The customer confirmed that an alternate method of insulin delivery was available.